Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. A 3 hour simulated treatment post- accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. The cycler underwent and passed a system air leak test and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. During an internal inspection of the returned cycler there were visual indications of dried fluid found underneath the pump assembly. There were no other visual discrepancies found during the internal inspection. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd training treatment. The pdrn stated there were no machine alarms during the pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they completed treatment prior to the discovery of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is being used for peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of the cycler after ending a patient¿s pd training treatment. The pdrn stated there were no machine alarms during the pd treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. A new cycler was issued to the facility. Upon follow up, the pdrn stated the patient is being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, however they completed treatment prior to the discovery of the leak. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The facility has received a new cycler which is working well and is being used for peritoneal dialysis therapy with no further issues. The cycler was returned to the manufacturer for physical evaluation.